Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened ophthalmic slit knife, in sheathing, in blister was received for the report of knife could not cut. Sample was visually inspected and found to be conforming. Functional penetration testing was then performed and found to be nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be functionally nonconforming, therefore the dull blade was confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during combination of vitrectomy and cataract surgery, an ophthalmic cutting knife did not cut. The procedure was completed on the same day with alternative product. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).